Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Sample then underwent functional testing, inflating cuff with 5cc of air. The cuff was noted to be inflating asymmetrically. Cuff was then manipulated and was able to be inflated as a result. The whole cuff was inflated and deflated four additional times, and each time it was noted to be inflating completely. Then the air cuff symmetry test was performed, and the percentage of symmetry for the cuff was 39.47 percent. Being that this is higher than the 33.3 percent minimum required, the unit was determined to be within specification. The reported customer complaint has not been confirmed.

Manufacturer narrative:
Report source: foreign : (B)(6).

Event description:
Information was received that during use of a smiths medical bivona tts cuffed pediatric with straight neck flange tracheostomy tube the patient could not breathe after cuff inflation, tried twice. Subsequently, a trach tube change out was performed. No further adverse patient effects were reported.